Event description:
It was reported that this patient received an inappropriate shock due to an atrial driven arrhythmia and fainted. The patient was having a chiropractic adjustment during the episode and the issue could have been related to electromagnetic interference. However, the patient indicated that no electronic devices were used. After deep analysis of the case, the hospital agreed this was an atrial driven arrhythmia inappropriate shock. No corrective actions were taken, the patient will continue to be monitored. This implantable electrode remains in service and no additional adverse patient effects were reported.